Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the patient was inserted a cool line catheter without any issue and received ivtm therapy. On day 4 of ivtm therapy, the hospital staff noticed blood in the saline bag. Immediately, the physician replaced the catheter and suk to continue the treatment. No known impact or consequence to patient was reported. Per the physician, after removal of the catheter he observe damage (a circular rupture) on the proximal balloon.

Manufacturer narrative:
The reported complaint of the cool line catheter (lot# 75662) having a circular rupture on the proximal balloon was confirmed during visual inspection. A circumferential tear was observed on the proximal balloon. Probable causes for the reported complaint can be a latent material defect. Visual inspection of the returned cool line catheter found a circumferential balloon tear at the proximal balloon. The tear was clean and even on both sides. The circumferential balloon tear was located approximately 10 cm from the tip. It was also observed that there are no missing fragments on the balloon. No additional visual discrepancies or issues were found. Functional testing was not performed due to the condition of the catheter was received. During manufacturing, all cool line catheters are 100% inspected for leaks. Thus, it is probable that the circumferential balloon tear may have been due to a latent material defect in the balloon that could not be detected with our 100% leak testing. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 75662.